Event description:
It was reported that the device was used during a coronary artery bypass graft. The clips can't be fired out of jaws. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Lockout spring out of position, damaged antiback-up. The analysis results for the mcm30 found that it would not feed the clips into the jaws. The feed far was found to be bent at the proximal end and deformed at the distal end, catching on the lifter spring and not allowing the proper feeding of the clips into the jaws. Upon the instrument being disassembled, the lock out spring was out of position and the antiback up system was worn out. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint info is trended on regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.